Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 83 mg/dl. Reportedly, the customer's abdomen was obstructing the connection between the transmitter and the pump. The customer removed the obstruction between the transmitter and the pump and was able to regain connection.